Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty, a shaft separation occurred. The target lesion was located in the right superficial femoral artery. A 4.00mm x 1.5cm x 140 cm small peripheral cutting balloon flextome monorail was selected to treat the target lesion. During preparation, balloon was removed from the protective ring using a straight force and resistance was encountered upon removal of the balloon protector from the balloon. It was then noted that the shaft of the device was separated at the guide wire exit port. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual examination of the returned unit confirmed a shaft detachment at 25cm from the catheter tip. Stretching was present at the break site. The balloon protector was not returned. A visual and microscopic examination observed no damage to the tip, balloon, or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty, a shaft separation occurred. The target lesion was located in the right superficial femoral artery. A 4.00mm x 1.5cm x 140 cm small peripheral cutting balloon flextome monorail was selected to treat the target lesion. During preparation, balloon was removed from the protective ring using a straight force and resistance was encountered upon removal of the balloon protector from the balloon. It was then noted that the shaft of the device was separated at the guide wire exit port. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.